Event description:
The event is reported as: "complaint alleges that the stapler misfired every 3rd staple and staples bent during a procedure. The customer stated that there was no harm caused to the pt."

Manufacturer narrative:
Device history record (DHR) review could not be confirmed since the lot number reported in the complaint was not valid. Assessment was conducted and no changes required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it.